Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to reoccurring infection and skin breakdown at the implant site since implantation surgery. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user has a cochlear malformation and undergoes an effective implantation with complete insertion of the electrode in (B)(6) 2024. A csf leakage was controlled through the placement of a form 24 electrode. However, there was skin breakdown over the implant site several times after the operation, requiring a revision surgery. She later developed a cutaneous infection caused by staphylococcus, which led to explantation. During the explantation, no csf leakage was observed. The stimulator was removed, and the electrode left in place. The surgeon wants to wait six months before retrying any further implantation.

Event description:
The user has a cochlear malformation and undergoes an effective implantation with complete insertion of the electrode in (B)(6) 2024. A csf leakage was controlled through the placement of a form 24 electrode. However, there was skin breakdown over the implant site several times after the operation, requiring a revision surgery. She later developed a cutaneous infection caused by staphylococcus, which led to explantation. During the explantation, no csf leakage was observed. The stimulator was removed, and the electrode left in place. The surgeon wants to wait six months before retrying any further implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.